Event description:
Two falsely elevated ctni (troponin I) results of 25.6 ng/ml and 2.4 ng/ml were obtained. The results were not reported to the physician. The same specimens were retested on the same analyzer and both samples read 0.0 ng/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni results. Analysis of instrument data indicated the wash station was the probable cause of the incident.